Event description:
The customer reported that when sealing the round ligaments and uterine artery during a laparoscopic hysterectomy there was no seal and bleeding occurred as a result. Another device was used to complete the procedure without incident. There was no patient injury.

Manufacturer narrative:
Date of initial report: 06/03/2009. The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.